Event description:
In (B)(6) 2005, the polymethylmethacrylate head of my tmj prosthesis shattered which woke up a fbgc reaction I'd had to a failed material back in 1993. I went through my 2nd tjr in late (B)(6) 2005. As a result, the foreign body giant cell reaction hit my immune system and caused many systemic issues. One of the most significant is that I developed allergies to the materials used in the prosthesis which has proven to be very difficult on a daily basis. These materials are not biocompatible long term and their damage is devastating.